Event description:
It was reported that this fiber broke outside the patient during procedure. The console was turned off when the fiber broke, and the fiber was replaced. The procedure was completed using a new fiber without patient complications.

Event description:
It was reported that this fiber broke outside the patient during procedure. The console was turned off when the fiber broke, and the fiber was replaced. The procedure was completed using a new fiber without patient complications.